Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right ventricular (rv) lead and a cardiac resynchronization therapy defibrillator (crt-d) recorded an alert for high, out of range shock impedances (si). The si measurements are now in normal range. Full isometrics and lead testing to rule out lead issue was recommended. An electromagnetic interference (emi) was suggested as the possible origin for the si. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction of device codes, h6 field. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right ventricular (rv) lead and a cardiac resynchronization therapy defibrillator (crt-d) recorded an alert for high, out of range shock impedances (si). The si measurements are now in normal range. Full isometrics and lead testing to rule out lead issue was recommended. An electromagnetic interference (emi) was suggested as the possible origin for the si. The rv lead remains in service. No adverse patient effects were reported.